Event description:
A patient was implanted with a prodisc c device. The pdc was removed on (B)(6) 2024. No reason for the removal or patient symptoms were provided.

Manufacturer narrative:
An MDR is indicated for this complaint. Several attempts were made unsuccessfully to collect more information on this case. A patient was implanted with a prodisc c device. The pdc was removed on (B)(6) 2024. No reason for the removal or patient symptoms were provided. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazardous situation associated with the complaint is identified and mitigated to a level where the clinical benefits outweigh the risks. Device evaluation could not be completed as the implant was not returned following the removal surgery. No anomalies associated with the complaint were identified during the investigation. The cause of device removal is unknown. The submission is 1 of 1 devices involved in this event.